Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, dislodgement was noted on the left ventricular (lv) lead. The lead was explanted, and the device was reprogrammed to deactivate the lv lead. The patient was stable with no consequences.